Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were observed with the needle mechanism assembly that would cause the device to deploy late. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. Data downloaded from the device contains timeouts throughout the run. An 0x18 alarm was returned, indicating the device ran until the reservoir was empited. The sma wire resistance was measured and found to be out of specification: 23.15o front, 23.13o rear.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the cannula deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 24 and 36 hours.